Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged kidney disease toxicity and cancer. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. Pil confirmed the operation of the heater plate. During the investigation pil observed dust-like contamination on the top cover/ui panel, right and left side panels, inside the iso port, air inlet, on the pca, on the blower cap, on the blower motor, in the base of the blower housing, on the sound abatement foam and walls of the bottom enclosure. An unknown contaminate was observed on the left side panel. Pil observed the air inlet seal folded under the blower housing. A whitish dust-like contamination was observed throughout the interior of the blower motor. Pil observed a small amount of degraded sound abatement foam on the bottom of the blower housing. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Photos attached. Pil observed dust-like contamination on and under the flip lid assembly, on the flip lid seal, left side panel, in the bottom enclosure, on and under the heater plate, on the dry box and in the lower base. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was observed in this device. There were seven error codes found. In report information: 510k has been updated. In box d: product UDI, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.